Manufacturer narrative:
Covidien reference number: (B)(4). Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. The customer replaced the solenoid valve assembly.

Event description:
It was reported that the 840 ventilator compressor motor was hot to touch and there was a burning smell coming from the device. There was no patient involvement.

Manufacturer narrative:
(B)(4).